Event description:
The following has been reported: reported to biomed pump problem alarm, biomed reported alarm happening since 10/18 in history log, no patient harm. A review of the logs has allowed fresenius kabi engineering to review and identify the following issue: pneumatic valve actuation failure (valve 6). Reporting due to referenced issue. No adverse effects were reported. The device was received back for investigation. The pump experienced a pump problem alarm. The cause of the negative recharge failures was found to be a tear in the diaphragm on the negative side of the air compressor. Fresenius kabi has performed a retrospective review of complaints associated with this failure mode and has decided to submit an MDR submission as a conservative measure.